Event description:
It was reported that this patient developed a xiphoid infection. At this time the entire system was de-activated with a vacuum assisted closure device being used. It was noted that the system is likely to be explanted, however at this time it remains in service. No additional adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information that this product was explanted. No additional adverse events were reported.